Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with "z-syndrome". The lens was repositioned approximately one month post lens implant and again at two months post lens implant. The patient reported residual symptoms of light sensitivity post iol repositioning and was instructed to wear contact lenses.